Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - failure (event) observed during analysis. Final analysis found that the lead was fractured at 20.2 cm to 21.0 cm from the connector pin due to clavicular crush.